Manufacturer narrative:
(B)(4). Evaluation results and conclusion: stent graft misplacement, endoleak. Severely tortuous anatomy.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9 cm abdominal aortic aneurysm one month ago. Vessel morphology was reported as the aortic neck was severely angulated and there was severe tortuosity. It was reported that the (B)(4) was deployed about 5 mm lower than intended. The physician commented that he thought this was because the anatomy was very tortuous. Two iliac limbs were also placed (both (B)(4)). The final angiogram showed a proximal type I endoleak posteriorly. The physician thought that the leak was due to the angulation of the neck and the fact that the graft had slipped to a place lower than intended. Another manufacturer's aortic cuff and a palmaz stent were placed proximally in order to try to straighten out the proximal neck, but the leak was still present. No further intervention was performed, and the procedure was then completed. The next day, the patient was taken back for an angiogram assuming that the proximal type I leak would have sealed, but a catheter angiogram showed a defect in the graft material at the site of leak. An (B)(4) and an (B)(4) were then placed to reline the grafts, and the endoleak was resolved. The physician believes this was a graft defect and not a type IV endoleak. No clinical sequelae were reported and the patient is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).